Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set was leaking. The leak was observed coming from the round chamber below the infusion pump during patient therapy with etoposide. There was no patient injury or medical intervention associated with this event. No additional information is available.